Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a failed battery test alert on their insulin pump. The customer's blood glucose level was 200 mg/dl. Troubleshooting found brown residue on the customer's battery cap contacts. The customer was advised to monitor their insulin pump and revert to a back-up plan while a replacement battery cap arrives. No additional information provided.